Manufacturer narrative:
A ge service rep performed an on-site investigation. The x-ray tube was replaced and the generator was calibrated. The fuses were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would intermittently make an arcing sound and would require a reboot. Also, the system would not complete boot up. No pt injury was reported.